Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), outer insulation had a cosmetic cut and there was apparent explant damage. (B)(4).

Event description:
It was reported that one day post implant the left ventricular (lv) lead had no capture at maximum output and there was diaphragmatic stimulation. It was also reported that the lv lead had dislodged. The physician attempted to reposition the lv lead; however, the threshold measurements were poor and the diaphragmatic stimulation continued. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.